Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) ¿ rasp. The device location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that while the surgeon was broaching the canal, the offset broach handle broke. No patient harm or impact reported. It was confirmed that no further information could be provided.